Event description:
Inserted dexcom g6 sensor on (B)(6) 2023 with 1 layer of smith & nephew skin-prep protective barrier wipes applied prior to adhesion. Used same arm (left), different attachment site, as sensor removed approx. 20 days prior. By (B)(6) 2023, site beneath sensor adhesive had become warmer than surrounding areas. By (B)(6) 2023, sensor adhesive had begun to peel away from skin, and itching and irritation presented. Sensor was removed morning of (B)(6) 2023, revealing red, oozing, painful rash where g6 adhesive remained in contact with skin, with a darker red outline where g6 sensor casing was in contact with skin. On (B)(6) 2023, red rash had spread approx. 3cm beyond site where g6 adhesive was in contact with skin, with adjacent skin surrounding attachment site becoming swollen, warm, and tender to touch. Swelling encompassed roughly 50% of upper arm, including previous sensor attachment site located below and towards the back of arm. As of (B)(6) 2023, swelling and oozing at adhesive site has subsided, but oversized tender rash remains. Rash site was treated with over the counter 1% hydrocortisone cream on morning of (B)(6) 2023, but application only aggravated symptoms, and site was cleansed with lukewarm water only. Was subsequently treated with over the counter cerave healing ointment and compression wrap from afternoon of (B)(6) 2023, which seems to be more effective at treating swelling and itch/irritation, but not overall redness or sensitivity to touch.